Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient had a big increase in pain and had turned stim higher than normal. Patient was unaware of memory feature (adaptive stimulation) that apparently was kicking in. A technician verified and tested stim. They created a new program choice without auto features and explained memory feature of programmer to the patient. Patient's weight at the time of event was approximately (B)(6) pounds. No further complications were reported/anticipated.

Event description:
The consumer reported that his stimulation was doing something strange. Every so often he would be walking or standing and the intensity would increase fivefold so he would need to get the programmer to turn the intensity down. The patient stated when it first happened he was walking and it went wide open. The patient noted this occurred when he had not changed positions and confirmed he had adaptive stimulation programming. The patient was directed to set up an appointment with the healthcare provider and manufacturer representative to have the settings adjusted. Additional information received from the representative reported that the patient was reporting surging sensations randomly while upright or walking. The impedances were checked and were fine. The representative was going to make another group without adaptive stimulation to see if the issue resolved. It was noted that there was a 1.5v change for the upright position and it was discussed that it was an option to lower that voltage as well. The indications for use were non-malignant pain and failed back syndrome other.